Manufacturer narrative:
The main component of the system and other applicable components included: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl(12000 mcg/ml,577 mcg/day), bupivacaine(20 mg/ml, 0.962 mg/day) and baclofen(3150 mcg/ml, 151.6 mcg/day) via an implantable infusion pump for the treatment of spinal pain. It was reported that the patient's pump kept flipping. The healthcare provider (hcp) performed the catheter revision on (B)(6) 2018 and the pump segment of the catheter was severed and ended up being twisted. The spinal segment looked fine. The catheter was clear since hcp saw enough cerebrospinal fluid (csf) back-flowed. The intervention had been completed and no further action was needed at this time. No patient symptom was reported and the event date was unknown. No further complication was reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components included: product ID: 8596, serial# n092927018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative. The catheter was revised because the pump was flipping. The healthcare provider (hcp) sutured the pump down on (B)(6) 2018. No further complication was reported.

Manufacturer narrative:
Concomitant medical products: product ID 8596, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.